Event description:
A company representative reported on behalf of customer that surgeon was unable to lift left eye lasik flap. The patient was treated with a bandage contact lens and prescribed steroid drops. Additional information has been requested.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).